Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited elevated thresholds, and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.